Event description:
A company representative reported that a patient underwent a revision surgery to address a migrated everest rod connector approximately four months post-operatively.

Event description:
A company representative reported that a patient underwent a revision surgery to address a migrated everest rod connector approximately four months post-operatively.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.